Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump alarmed for cs 052, a processor communication related alarmthis complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, (B)(4) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged call service alarm issue was verified in the black box but not duplicated during the evaluation. Review of black box data found record of the reported processor communication related call service alarm on the complaint date. Using the returned caps, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Pump casing was opened and no evidence of moisture intrusion or damages was found inside the pump. Unrelated to the complaint, the display was dim and discolored and a battery compartment crack was found near the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).